Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on two patients. The following results were provided: (B)(6) 2023 sid (B)(6) = 1082 ng/l, repeated on another alinity = < 2.7 ng/l (normal reference range = <14 ng/l. Another patient on (B)(6) 2023 initial = 200 ng/l, repeat = 4 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and cleaning were performed. There have been no further reports of discrepant results since the fs site visit was conducted. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I / clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity I (sn# (B)(6) analyzer.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on two patients. The following results were provided: (B)(6) 2023 sid (B)(6)= 1082 ng/l, repeated on another alinity = < 2.7 ng/l (normal reference, range = <14 ng/l. Another patient on (B)(6) 2023 initial = 200 ng/l, repeat = 4 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.